Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies, with the exception of procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-44067. During a remote follow-up, an increase in the capture threshold resulting in a loss of capture was observed. It is unknown if the event was due to the device or the right ventricular (rv) lead. The device and rv lead were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.